Event description:
Customer called lf technical support to report that the powerhead mounting bracket (j-bow) detached from the suspension arm and fell. Injector head fell with j-bow. No injuries reported. Addendum 05/01/08: spoke with lead tech, who confirmed that while technologist was moving the system, the event happended, and was not aware of any patient involvement or specific details.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: the cracked j-bow was similar in appearance to those previously seen and forwarded to mcmahon medical, in which the screw holes were widened from being loose, or with a washer added to allow the screw to hole over the enlarged hole. "The damage did not occur from normal or reasonable use. There is clear indication of fretting (i.e. Enlarged screw holes) which is the result of continued rubbing of loose parts. The final separation or break of the pieces occurred long after there was obvious damage and need for repair or replacement of the unit. The end user is responsible for inspection and maintenance of the installation. Suspension replaced and injector returned to full service by the customer.